Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the blacked out image was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic cholecystectomy surgery, the display on the otv-s300/visera elite ii video system center, while being used with the ltf-s190-5/endoeye flex deflectable videoscope, suddenly blacked out. The intended procedure was completed successfully with a similar combination of devices, and there was no report of patient harm associated with this event. This complaint is related to patient identifier:(B)(6). (Ltf-s190-5/ endoeye flex deflectable videoscope s/n (B)(6).

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.